Event description:
According to the reporter: a piece of plastic came off the blunt obturator of spacemaker and it was found in the patients' cavity. The piece was completely retrieved. They only kept the piece of plastic - they did not keep the other items. No patient injury was reported. No other information was available at this time.

Manufacturer narrative:
.